Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-23879, 1627487-2020-23881. It was reported that the patient stopped using their system approximately 3.5 years ago (exact event date unknown) due to an unknown reason. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the entire drg system was explanted. No additional information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.